Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported activation failure was confirmed. The reported separation was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely. Additionally, the damage and wrinkles noted to the distal sheath further indicate that shaft was likely bent in the anatomy. There was no separation as reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous vessel in the right renal artery. The 7.0x30mm absolute pro self-expanding stent system (sess) was advanced in an attempt to re-line a covered stent to stabilize it. On attempted deployment of the stent of the sess it was noted that the distal sheath moved and was not fixed to the rest of the shaft. The stent could not be released. The sess was removed in one piece and another absolute pro completed the procedure. There was no resistance during advancement and removal. There was no reported adverse patient effect and there was no significant delay in the procedure. No additional information was provided.